Event description:
Customer claims that the unit does light up (powers on), but does not sound the alarm. The customer checked the volume settings and replaced the batteries. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation: results - evaluation for the returned product shows that the alarm unit powered on, but did not sound the alarm. The speaker did not function and was inaudible. There was no visual damage detected to the speaker or speaker wires. (B) (4).